Manufacturer narrative:
Summarized patient complications of trifecta valve were reported in a research article in a subject population with multiple comorbidities including aortic stenosis, aortic regurgitation, chronic kidney disease, renal replacement therapy, diabetes, peripheral artery disease, cerebral artery disease, chronic obstructive pulmonary disease, apoplex, coronary artery disease, arterial hypertension, atrial fibrillation, and pacemaker. Some of the complications reported were surgical intervention (surgical removal of device), blood transfusion, prolonged hospitalization, myocardial infarction, stroke, acute kidney injury, tissue injury, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: partial versus complete sternotomy for aortic valve replacement - multicenter study

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: "partial versus complete sternotomy for aortic valve replacement - multicenter study". B2: estimated date. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "partial versus complete sternotomy for aortic valve replacement - multicenter study", was reviewed. The article presented a retrospective, multicenter study on the short- and mid-term outcomes after surgical aortic valve replacement through partial upper versus complete median sternotomy (ms). Devices included perimount, magna, magna ease, inspiris, intuity, hancock, freestyle, ats, epic, trifecta, regent, solo smart, crown prt, perceval, bicarbon overline, bicarbon fitline, carbomedics, and on- x. The article concluded that in a large, german multicenter cohort, macce rates were comparable in surgical aortic valve replacement through partial upper and complete sternotomies. Shorter ICU stay and lower rates of dressler¿s syndrome and rehospitalization were in favor of the partial sternotomy group. [The primary and corresponding author was nora goebel, robert-bosch- krankenhaus gmbh, stuttgart, baden-wuerttemberg 70736, germany, with corresponding e-mail: nora.goebel@rbk.de] the time frame of the study was from january 2016 to december 2020. A total of 2929 patients were included in the study, of which it was not confirmed how many received an abbott device. The average age was 68 years and the majority gender was male. Comorbidities included aortic stenosis, aortic regurgitation, chronic kidney disease, renal replacement therapy, diabetes, peripheral artery disease, cerebral artery disease, chronic obstructive pulmonary disease, apoplex, coronary artery disease, arterial hypertension, atrial fibrillation, pacemaker.